Manufacturer narrative:
(B)(6). (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) when inserting a 4 millimeter (mm) cannulated screw with a 2.5 hexagonal screwdriver, the screw came apart and the coil thread was retained in the patient. The head and shaft of the screw were able to be removed. The surgeon tried to retrieve the fragment without success. X-rays were taken due to the fragment. There was no reported surgical delay. Patient outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (4.0mm cannulated screw short thread/48mm, part number 207.648, lot number unknown). This complaint is confirmed as the returned screw was received with the distal thread sheared/peeled off. The sheared/peeled off thread was not returned for evaluation. Whether this complaint can be replicated is not applicable as the screw is already broken. The relevant product drawing was reviewed during this evaluation. The screw was made from 316l stainless steel which is an appropriate material for an implantable screw of this type. The 1.35mm cannulation is required to enable precise screw placement via a 1.25mm guidewire. The design is adequate for its intended use and did not contribute to this complaint. Based on the complaint details a root cause was unable to be determined. Most probable cause was likely due to excessively hard bone ((B)(6) patient) or not pre-drilling prior to screw insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.